Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the therapy electrodes. The patient reported that the area was itchy causing her to scratch and the area to bleed. The final medical outcome of the irritation is unknown. There is no indication that the patient sought medical attention.